Event description:
The customer reported that pump serial number (B)(4) is experiencing door not fully latched messages. There was no pt injury reported. No further info was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been returned to baxter for evaluation. At this time the investigation is not complete. A supplemental report will be submitted once the investigation is complete.